Event description:
It was reported that the pt received multiple inappropriate shocks. Both lead and ICD was checked out in the operating room, although, the physician elected to replace both lead and the ICD.